Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to lead was placed multiple times which caused patient to have perforation, bleeding, hematoma, and cardiac tamponade. In addition, the patient had hypotension and pericardiocentesis. The lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental correction report was filed to capture changes on b2: outcomes attrib to adv event, and b5: describe event or problem; and updates on h6: impact codes and h6: evaluation conclusion codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the b5: describe event or problem for more information regarding the specific circumstances of this event. This supplemental correction report was created in correction to the b2: outcomes attrib to adv event of the report number.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unable to find a good current of injury. The lead had to be placed multiple times on multiple locations which had caused perforation, bleeding, hematoma, and cardiac tamponade to the patient. In addition, the patient had hypotension and a pericardiocentesis was performed to remove the fluids. The lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental correction report was filed to capture changes on b2: outcomes attrib to adv event, and b5: describe event or problem; and updates on h6: impact codes and h6: evaluation conclusion codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the b5: describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unable to find a good current of injury. The lead had to be placed multiple times on multiple locations which had caused perforation, bleeding, hematoma, and cardiac tamponade to the patient. In addition, the patient had hypotension and a pericardiocentesis was performed to remove the fluids. The lead was never in service. No additional adverse patient effects were reported.